Manufacturer narrative:
(B)(4): on an unknown date in (B)(6) 2014, the patient experienced peritonitis.a batch review will be performed for the potentially associated lot number(s) h13h21095, h13i24030, h13j02092, and h13k09020. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by not feeling well, fever, and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for the event. On an unknown date, the patient started treatment with unspecified antibiotics for peritonitis. It was unknown if the treatment therapy was started before the sample was taken. On an unknown date, while hospitalized, pd therapy was discontinued due to peritonitis and hemodialysis was started. Twelve days after the hospitalization, the patient was discharged. The patient was recovering from peritonitis. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h21095, h13i24030, h13j02092, and h13k09020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.